Event description:
It was reported that a patient experienced and was hospitalized for potential peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. The potential peritonitis was manifested by abdominal pain. The patient was hospitalized for the event and treated with vancomycin intraperitoneally (dose and frequency not specified) and an unspecified antibiotic (dose, route and frequency not specified). The patient was later discharged from the hospital and reported to have recovered from the peritonitis. Pd therapy was reported to be ongoing. Additional information was requested but is not available. This is report 1 of 2 involved in this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h14d17091 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation; therefore a device analysis could not be performed. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted. This is the same patient as (B)(4).